Event description:
The user facility reported they experienced a total loss of image during procedure. The dr decided to omit the part of the procedure that required use of the image feature and completed the procedure with the same endoscope. There was no allegation of harm.